Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Intra-operatively, trunnionosis was observed. The stem and head were revised. Rep confirmed that no further information will be released by the hospital or surgeon.